Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted and data from the reported event date of (B)(6)2024 was reviewed. A backup battery fault alarm was active at 06:43:11 on due to the battery not passing the load test. Backup battery faults due to the backup battery not passing the load test were active until 09:10:53. At 09:10:55, a backup battery not installed alarm is active due to a backup battery circuit fault. These backup battery not installed alarms resolve at 09:10:56. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated that reseated the backup battery resolved the alarms, that a new backup battery was issued, and that no product would be returning for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the emergency backup battery (ebb) was reseated. Log files taken after reseating displayed multiple strings of backup battery fault alarms beginning on (B)(6)2024 at 6:43 am. The backup battery fault alarms occurred due to a failed ebb load test. The backup battery fault alarms appeared to resolve on (B)(6)2024 at 9:10 am for the remainder of the log. Follow up log files revealed multiple strings of backup battery fault alarms beginning on (B)(6)2024 at 1:11 am that occurred due to a failed ebb load test. A new ebb and system controller were issues on (B)(6)2024 per the doctor's request.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.